Event description:
Inserted 4.00 mm x 38mm synergy xd monorail stent into proximal-mid rca. Stent place in position of which the provider found appropriate for stent. Upon inflation for stent deployment to 20 atm, balloon had burst. Provider notified of immediate burst upon inflation. Stent delivery system removed, balloon intact. Contrast injection to rca under fluoroscopy shows stent was deployed to appropriate placement.